Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on (B)(6) 2015. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the display was found to be dim, and pink. The returned battery cap was used for testing and was able to be fully tightened. The pump was returned without the clip. There was no visible damage to the u-groove or the base and a test clip was able to be attached and removed. Product analysis was unable to duplicate the complaint about not being able to remove the clip.